Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 450cc breast implant and experienced bilateral capsular contracture baker grade unknown. As a result, the patient underwent removal on (B)(6) 2019. The exact date of implantation is unknown. Therefore, it has been estimated as (B)(6) 2015. The contralateral device was manufactured on (B)(6) 2015. If additional information was received regarding the correct date of implantation, a supplemental report will be submitted. This report is for the left side.